Event description:
A female pt contacted lifecor customer support to request that a representative visit her to replace one of her battery packs. The pt stated that the battery pack will not charge. The pt stated that none of the leds light up when this battery is on the charger. She also stated that this battery will not power up the monitor. The other battery pack seems to charge fine. When the pt removed this battery pack from the charger, the "battery charger fault" led flashed briefly. A replacement battery pack was provided.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.